Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been three other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facilities representative reported "black spots" were noticed inside the cartridge after the lens was implanted inside the patient¿s eye. Surgeon tried to remove the spots from the lens with no success. Surgeon determined not to explant the lens but will continue to monitor. Additional information was received reporting that during the procedure, the lens was implanted. It was found at that point there was a large streak of dark material behind the lens. The material was attempted to be removed. During the attempt, the posterior capsular bag had a hole. The lens remains implanted as it was stable and centered. A suture was used to close the wound.

Manufacturer narrative:
The intraocular lens (iol) remains implanted. The cartridge was not returned for evaluation. The foreign material was not returned for identification testing. A video was provided of the surgery. A handpiece was used. The only deviation observed from the video was the cartridge was not fully seated in the handpiece per the directions for use (dfu). After the iol is implanted a foreign material is observed on the right side of the posterior surface of the optic. The foreign material is long and thin. The material is scraped with a metal instrument, which partially loosens it from the optic surface. The material appears malleable and has a clear to whitish appearance. Unable to determine if the material was removed during I/a; it wasn¿t visible after the iol was positioned. A suture is placed in the incision. There is an injection into the eye (unknown) and the surgery ends. The associated iol model is qualified for use with the reported cartridge. Cartridge and iol product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported foreign material cannot be determined. The initial report was for ¿black spots¿ inside the cartridge and on the iol after implanted. A ¿large streak¿ of dark material was observed on the iol. Evaluation of the surgery video showed a long thin malleable strip with a clear to whitish appearance. The foreign material was observed on the right posterior optic surface of the implanted iol. No ¿black spots¿ were observed. It cannot be verified that the material observed on the video originated from the cartridge because the cartridge was not returned for evaluation. The general appearance of the material in the video on the posterior surface of the lol is consistent with the internal coating material of the cartridge. Other material is observed in the video floating in the eye prior to and after the lens delivery. The general appearance of the material in the video on the posterior surface of the lol is consistent with the internal coating material of the cartridge. Other material is observed in the video floating in the eye prior to and after the lens delivery. (B)(4).